Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous distal right coronary artery extending to the posterior descending artery. The lesion was noted to have a significant bend less than 90 degrees. A 145 5-in-6 guidezilla¿ guide extension catheter was advanced but would not go through the turn. With the guidezilla in place, a 3.00 x 16mm synergy ii drug-eluting stent was advanced and was able to pass through the lesion. The balloon was then inflated and was pulled out. However, when the device was withdrawn, it was noted that the stent was still on the balloon and stent accordion was observed . The device was removed intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent was severely damaged the entire length and bunched at the proximal end of the balloon. As part of the analysis, the manufacturing data for the stent profile was reviewed. The maximum crimped stent outer diameter measurement at the time of manufacture for the returned device was within maximum crimped stent profile measurement. The section of the balloon body that was exposed was reviewed and the balloon wings appeared relaxed from original folded position indicating that positive pressure was applied. No visible damages were noted on the exposed balloon body. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found multiple kinks along several locations of the extrusion shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. The bi-component bond and the proximal weld showed no signs of damage or strain. As part of analysis, the balloon was inflated without issue to rated burst pressure. The balloon deflated within the deflation time specification. The stent deployed but could not come off the delivery system because of the severe damages that were noted on the stent. The inflation device was verified before and a after use with a calibrated pressure gauge. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous distal right coronary artery extending to the posterior descending artery. The lesion was noted to have a significant bend less than 90 degrees. A 145 5-in-6 guidezilla guide extension catheter was advanced but would not go through the turn. With the guidezilla in place, a 3.00 x 16mm synergy ii drug-eluting stent was advanced and was able to pass through the lesion. The balloon was then inflated and was pulled out. However, when the device was withdrawn, it was noted that the stent was still on the balloon and stent accordion was observed. The device was removed intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.